Event description:
During a rotational atherectomy, a rotablator floppy guide wire spontaneously fractured; a perforation of rca wall resulted-approx 3-4 mm. Pt developed bradycardia and hypotension, successfully resuscitated. Developed pea (idioventricular rhythm without pacer) and not able to be resuscitated.